Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. The investigation of this complaint was done based on video attached to a similar complaint for the same customer and different lot number. Based on the video attached in we can confirmed the leak issue. The cuff is punctured. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. History of internal non-conformance reports showed that there was raised internal nonconformity report due to cuff tear which was found after inflation test. Corrective actions have been taken including initiation of quality alert, training of whole production employees, replacement of gauges and equipment with sharp edges for blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace. The reported lot number was manufactured after implementation of corrective actions but no signal of confirmed complaints in relation with this issue was identified. This failure is considered to be isolated incident without any further action taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the customer went to make the exchange, the balloon was not inflating, it was punctured. There is no report of patient involvement or harm as a result of this event.